Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 cannula was detached during use on a patient. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(6). Section d4: lot number: lot number was not received. Section d4: UDI: UDI was not received. Section d4: expiration date: lot number was not received. Section h4: device manufacturing date: lot number was not received. Method: the subject device, ojr412 optiflow junior 2 nasal cannula was not received at fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is thus based on the information, photography provided by the healthcare facility, and our knowledge of the product. Results: visual inspection of the provided photograph confirmed that the tubing was detached from the cannula tube joint. Conclusion: our investigation was unable to determine the exact cause of the reported failure. Based on our knowledge of the product and information provided by the healthcare facility, it is most likely that the tubing was pulled by the patient. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the subject device ojr412 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application, this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 cannula was detached during use on a patient. The healthcare facility further reported that the tube was pulled by the patient and the patient experienced minor desaturation. There was no reported further patient consequence.

Manufacturer narrative:
(B)(4). Section d4: lot number: lot number was not received. Section d4: UDI: UDI was not received. Section d4: expiration date: lot number was not received. Section h4: device manufacturing date: lot number was not received. Method: the subject device, ojr412 optiflow junior 2 nasal cannula was received at fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is thus based on the evaluation of the returned device, information and photography provided by the healthcare facility, and our knowledge of the product. Results: visual inspection of the subject device confirmed that the tubing was detached from the cannula tube joint. It was also observed that the detached tube was slightly stretched with visible glue residue on the inside of the cannula tube joint. The healthcare facility reported that the subject device was used for seventeen days. Conclusion: our investigation was unable to determine the exact cause of the reported failure. Based on our knowledge of the product and information provided by the healthcare facility, it is most likely that the tubing was subjected to excessive force. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the subject device ojr412 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Do not stretch the cannula on application, this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 cannula was detached during use on a patient. The healthcare facility further reported that the tube was pulled by the patient and the patient experienced minor desaturation. There was no reported further patient consequence.